Event description:
Consumer reported that her bottle of complete multipurpose solution easy rub had a small hole in the cap and leaked. Reporter did not use the product and returned it to the MFR for investigation.

Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Functional eval of the product retained from lot ak01123 were performed; all results were within specification. Visual exam of the product retained from the reported lot were performed; all results were within specification. Visual eval of the returned device was performed. The flip-top cap showed a pin hole in the front side of the bottle cap. Further inspection of the hole showed that the bottle had been scratched. The direction of these scratches foes from outside to inside. It appears that the cap was pierced by a needle. This was confirmed when we found scratches inside the flip tp cap. It appears that the unit was manipulated after it left the manufacturing site. All pertinent information has been provided.